Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that for 2 nights the customer was high and corrections did not help. The customer¿s blood glucose level was 65 mg/dl at the time of the call. The caller stated the pump suspended delivery but the blood glucose did not change even after the customer took additional carbs. The caller stated there was insulin leaking from the set after they disconnected, but they were advised that this is a normal occurrence. Troubleshooting was not completed as the representative was going to review the insulin pump reports and contact the customer. The insulin pump will not be returned for analysis.